Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to noise, oversensing with no pacing inhibition, and intermittent high pace impedance measurement. A new device was successfully implanted. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information upon completion of analysis.